Manufacturer narrative:
Unit alarmed compromised forced sensor during basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion and excessive no delivery test due to compromised force sensor alarm. All operating current measurement were normal. No unexpected low battery, failed battery alarm or off no power alarm noted during testing. Pump passed unexpected restart error test and self-test. Pump received with minor scratched display window, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker. (B)(4).

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming and failed battery test alarm. Customer states that insulin pump was not dropped or bumped. Customer states insulin "squirt" out when attempted to prime. Customer states drive support cap was protruded. Customer's blood glucose was between 200 mg/dl and 240 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.